Event description:
It was reported that the customer experienced air bubbles or gaps in the infusion set tubing during pumping, between the t:lock and the patient. There was no adverse impact to the customer¿s blood glucose level. After discussing the issue, it was resolved as the large air bubbles or gaps no longer existed, and the customer was able to resume insulin therapy, acknowledging and understanding the resolution provided.